Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ventilator housing was replaced to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported that the vent housing is damaged so that it won't latch to the cart. There was no report of patient involvement.